Manufacturer narrative:
Follow-up received on 22-apr-2016 (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / pelvic pain. She underwent a hysterectomy to have the essure coils removed approximately 3 and a half years after insertion. She also reported a series of autoimmune issues and had an appendectomy. These events are serious due to medical significance and unlisted in the reference safety information for essure, except for increasingly severe pain / pelvic pain which is listed. After essure insertion pelvic pain may occur. In the present case the consumer also had uterine cysts, which could be an alternative explanation for the pain. However, given the nature of the event increasingly severe pain / pelvic pain and positive temporal relationship, a contributory role of essure cannot be excluded. Considering the nature of the events series of autoimmune issues and appendectomy, and the local effect of essure in the fallopian tubes, causal relationship between these events and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 29-mar-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including pelvic pain, a series of autoimmune issues, joint pain, sharp pains in her abdomen, and uterine cysts. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She sought treatment and has been admitted to the emergency room, but no treatment resolved her symptoms. In or around (B)(6) 2015 plaintiff underwent an appendectomy. Plaintiff ultimately underwent a hysterectomy to have the essure coils removed on (B)(6) 2016. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / pelvic pain. She underwent a hysterectomy to have the essure coils removed approximately 3 and a half years after insertion. She also reported a series of autoimmune issues and had an appendectomy. These events are serious due to medical significance and unlisted in the reference safety information for essure, except for increasingly severe pain / pelvic pain which is listed. After essure insertion pelvic pain may occur. In the present case the consumer also had uterine cysts, which could be an alternative explanation for the pain. However, given the nature of the event increasingly severe pain / pelvic pain and positive temporal relationship, a contributory role of essure cannot be excluded. Considering the nature of the events series of autoimmune issues and appendectomy, and the local effect of essure in the fallopian tubes, causal relationship between these events and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('the segment on the right side protrudes into the endometrial cavity'), pelvic pain ('increasingly severe pain/pelvic pain'), autoimmune disorder ('series of autoimmune issues') and appendicectomy ('appendectomy'). In an adult female patient who had essure (batch no. 758631), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: paratubal cyst, intramural leiomyoma of uterus and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient underwent appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal discomfort ("discomfort"), arthralgia ("joint pain"), abdominal pain ("sharp pains in her abdomen") and uterine cyst ("uterine cysts"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, autoimmune disorder, appendicectomy, abdominal discomfort, arthralgia, abdominal pain and uterine cyst outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, appendicectomy, arthralgia, autoimmune disorder, device expulsion, pelvic pain and uterine cyst to be related to essure. The reporter commented: trailing coils: left: 3, right: 3. Lot number#: 758631, manufacturing date: 2010/07, expiration date: 2013/07. Quality safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal, any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly,.no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-mar-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the segment on the right side protrudes into the endometrial cavity.'), pelvic pain ('increasingly severe pain / pelvic pain'), autoimmune disorder ('series of autoimmune issues') and appendicectomy ('appendectomy') in an adult female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, intramural leiomyoma of uterus and adenomyosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient underwent appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal discomfort ("discomfort"), arthralgia ("joint pain"), abdominal pain ("sharp pains in her abdomen") and uterine cyst ("uterine cysts"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, autoimmune disorder, appendicectomy, abdominal discomfort, arthralgia, abdominal pain and uterine cyst outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, appendicectomy, arthralgia, autoimmune disorder, device expulsion, pelvic pain and uterine cyst to be related to essure. The reporter commented: trailing coils: left- 3, right- 3. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter's information added.lot no. Were added.event:the segment on the right side protrudes into the endometrial cavity were added.rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.